Event description:
The manufacturer received information alleging patient states device is not functioning properly and headache, mouth dry, hard to breath occurs and device is not turn on to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging patient states device is not functioning properly and headache, mouth dry, hard to breathe occurs and device is not turn on to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dark contaminant on the front panel, contaminant consistent with mineral deposits inside of iso port on the rear panel, evidence of liquid ingress with contaminant consistent with mineral deposits on blower and blower box, an unknown dust contaminant inside of the blower seal and on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer powered on the device using a known good pil power cord and pil power supply and verified airflow. The manufacturer concludes there was evidence of multiple contamination from the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.